Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped suddenly after being connected to a power source. Review of pump data confirmed the battery dropped from 89% to 12%. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has a backup pump available.

Manufacturer narrative:
(B)(4).